Event description:
Philips received a complaint from the customer biomed reporting a central processing unit (cpu) failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the watchdog test failed confirmed with diagnostic code 100b in the device event log. The bme determined the central processing unit (cpu) printed circuit board assembly (pcba) required replacement per the recommended repair found in the service manual. The rse provided the replacement part details as requested. The bme confirmed the cpu pcba was replaced and resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.